Event description:
The patient fell and three days later, presented to the clinic after a vibratory alert for eri. Premature battery depletion was suspected. The patient fall was unrelated to device function. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. This analysis concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.